Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. It was also received with cracked display window corner, scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. It had normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. It passed the displacement, rewind, basic occlusion, prime and no delivery tests. No excessive no delivery alarm noted and no unexpected missed bolus alarm noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed battery out limit. The customer was not present at the time of the call and troubleshooting was not performed. The customer was called back later and he explained that the insulin pump had a missed bolus alarm that could not be cleared; the customer changed the battery and received a battery out limit which he was unable to clear after several attempts. The customer also reported receiving a no delivery alarm. Blood glucose value was 17 mmol/l. The device was returned for analysis.